Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-29329. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead and the right ventricular lead exhibited over-sensing noise and inappropriate mode switch. The leads were programmed off per the request of the patient and 2 new leads and pacemaker were implanted on the left side. The patient was discharged after the procedure.